Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered less medication than intended. On an unspecified date, the device was programmed in continuous mode to deliver 2550 mg of 5fu, 680 mg of leucovorin, and 2000 units of heparin in 600 ml, at a rate of 12.5 ml/hr with a vtbi of 600 ml, a duration of 48 hours, and a container size of 600 ml. In 2008, at 1345, the delivery was started. Two days later, at 1258, device display indicted that 599.4 ml had been delivered; however, 195 ml remained in the solution container. The pt notified the user facility. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.